Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, 2 (two) infrarenal aortic extension, a suprarenal stent graft and (2) two limb stent-grafts to treat an abdominal aortic aneurysm (aaa). At a later date, a type 1b endoleak was identified. The physician elected to implanted an additional non-endologix (gore ibe) stent grafts to resolve this event. Now, it was reported that the (non-endologix device) gore ibe graft has come apart causing potentially a type 1b endoleak. Re-intervention is currently pending. Note: this report is for the type 1b endoleak that occurred between the initial procedure and the intervention that occurred. The date of the first type 1b endoleak was not provided. The secondary, type 1b endoleak was not related to the endologix device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ib endoleak (of the right common iliac artery) is unconfirmed due to a lack of medical records. This is consistent with the reported adverse event/incident. During the investigation, endologix found reasonable evidence to suggest the device was implanted outside the indications of use due to use of a proximal extension in the right common iliac artery. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as doing well post tertiary endovascular procedure completed in (B)(6) 2021. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6 device codes (as evaluated); remove 3190. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, 2 (two) infrarenal aortic extension, a suprarenal stent graft and (2) two limb stent-grafts to treat an abdominal aortic aneurysm (aaa). At a later date, a type 1b endoleak was identified. The physician elected to implanted an additional non-endologix (gore ibe) stent grafts to resolve this event. Now, it was reported that the (non-endologix device) gore ibe graft has come apart causing potentially a type 1b endoleak. Re-intervention is currently pending. Note: this report is for the type 1b endoleak that occurred between the initial procedure and the intervention that occurred. The date of the first type 1b endoleak was not provided. The secondary, type 1b endoleak was not related to the endologix device. Additional information received indicating that a tertiary intervention was completed in (B)(6) 2021 with a second gore ibe (non-endologix device) graft. The patient tolerated the procedure well and was discharged the following day.